Manufacturer narrative:
Correction: event.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit pull method was used in a procedure. The procedure date is unknown. According to the complainant, snare device was broken in the peg kit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction as of august 10, 2018. It was in june 2018 when the snare device was found broken in the peg kit.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit pull method was used in a procedure. The procedure date is unknown. According to the complainant, snare device was broken in the peg kit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.